Manufacturer narrative:
Product event summary #(B)(4): evaluation determined that standard investigation is needed because it was reported that there was shocking. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report that there was shocking. Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that they met the patient in the office in the past, possibly (B)(6) 2016, to re-educate them on using the programmer and the expectations of the device, but they didn't recall a complaint about shocking. They believed that they educated the patient that the stimulation should not be turned up high enough to cause discomfort.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) gastrointestinal/ pelvic floor. It was reported that the patient's right side stimulator started shocking them, and the manufacturer representative (rep) had to turn it off. It was confirmed that the stimulation was not on but also had the patient lower the stimulation from 4.0 volt to 0.0 volts. The patient was scheduled to see their healthcare professional on thursday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.